Event description:
It was reported that the lead exhibited loss of sensing. Exit block was noted on all 10 vectors. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patient was in -good- condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.